Manufacturer narrative:
Additional device product codes: gff, gfa, hsz. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an open reduction internal fixation (orif) surgery of a trimalleolar ankle on (B)(6) 2019, a drill bit broke off into the patient. During the procedure, the surgeon was drilling for a long unknown 3.5 mm cortical screw in the medium malleolus and due to the patient's young age, it hardly bound and the tip of the drill bit broke. Thus, the surgeon left the tip of the drill bit into the patient. There was no reported surgical delay. A backup drill bit was used to drill again for implantation of the screw. Procedure and patient outcome are unknown. The surgery was completed with no adverse consequence to the patient. Concomitant device/s reported: unknown 3.5 mm cortical screw (part # unknown, lot # unknown, quantity# unknown). This report is for one (1) 2.5 mm drill bit. This is report 1 of 1 for complaint (B)(4).